Event description:
Two 8mm diameter x 30mm length bridge assurant biliary stents were implanted a pt for treatment of bilateral iliac arteries. The percentage of the iliac stenosis is unknown. It ws reported that neither device would pass through a 6f cordis sheath. Both devices and sheaths were removed and the same device successfully implanted through 7f sheaths. No clinical sequelae were reported and the pt is reported to be fine. Two 6f cordis sheaths were returnred for returned goods investigation. The tip and hub inner diameter were measured. Based on the limited info and without the return of the stent delivery system. It is not possible to determine the cause of the complaint of insertion difficulties.